Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) concerning patient with an implantable neurostimulator (ins). Manufacturer representative (rep) reported they had successful communication with tablet/ins in the box prior to ins being in the sterile field. Caller attempted to communicate with ins while it was in the field in a camera bag and was unable to establish connection. They tried another tablet/communicator with the same results and another camera bag with the same results. Caller confirmed they also rebooted the tablet already and they have ins out of the pocket right now with communicator right over it and it is showing "no device found". Instructed caller to exit app and power cycle communicator twice but this resulted in "no device found". Discussed possibility of interference and asked if there was fluoro on and caller stated, "not anymore". In the background of the call, hcp stated there was no interference and they wanted a second ins. Caller stated they were able to communicate with a second ins with the tablet but hcp proceeded with the initial ins with the assumption that since communication was possible once already and that caller could communicate with a second ins in the box, that it was likely just a communication issue with the ins in the sterile field in the or. No patient symptoms were reported.

Event description:
Additional information was received from the manufacturer representative (rep). The rep had tried restarting the tablet and communicator and shielding the communicator in the or. The cause remained unknown. The rep was able to program stimulation in recovery.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.